Event description:
It was reported that the device gave a "battery depleted" alarm. No known adverse effects to patient.

Manufacturer narrative:
Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. Review of device history log found following events in the device history log: 1006> starting ll0; 2/25/2019 10:29:00 am / 1007> battery depleted; 2/25/2019 10:29:00 am / 1008> power down; 2/25/2019 10:29:00 am / the pump was booted up after installing batteries. The alarmed lec is 1871, which is related to a motor timeout. Ec 1310 (date error, an rtc issue) was also seen in the log. It was found that when the pump was shut off it would not power on by pressing the on/off button. Re-inserting the battery booted the pump again but "motor seized" appeared. Re-inserting again caused a battery depleted message. It was confirmed that the motor is seized upon opening of the pump.